Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that controls on their device are unresponsive. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The initial MDR report with FDA reference# 00003015876-2024-00154 and stryker reference #20243526143, submitted on 01/22/2024, was submitted in error. This vigilance report was found to be a duplicate of the initial MDR report with FDA reference# 0003015876-2024-00148 and stryker reference (B)(4), submitted on 01/22/2024.

Event description:
The customer contacted stryker to report that controls on their device are unresponsive. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.